Manufacturer narrative:
The complaint reported that due to poor implant placement due to poor stability of the surgical splint, lingual perforation occurred, and the implant was removed. Tooth location 47. Implant placed at 80 n torque and 800 rpm. One 3i t3 with dcd tapered implant, (bnpt4311) was returned for investigation (see images attached). Visual/physical evaluation of the as returned product identified signs of use but no apparent signs of malfunction. Functional testing could not be performed due to that nature of the device and event. DHR review was completed for the subject lot number 2022010192. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022010192 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Review of appropriate documentation: per the applicable IFU, ¿biomet 3i dental implants should not be placed in patients where the remaining jawbone is too diminished to provide adequate implant stability¿. Based on the investigation and risk management file review, the most likely root causes determined from the investigation were improper techniques used and patient factors. Therefore, based on the available information, device malfunction has not occurred. Additionally, the reported event could not be verified as the exact details of event were unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that due to poor implant placement due to poor stability of the surgical splint, lingual perforation occurred and the implant was removed. Tooth location 31. Implant placed at 80 n torque and 800 rpm.

Event description:
It was reported that due to poor implant placement due to poor stability of the surgical splint, lingual perforation occurred, and the implant was removed. Tooth location 31. Implant placed at 80 n torque and 800 rpm.

Manufacturer narrative:
Zimvie complaint number (B)(4).